Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryoablation procedure, a sudden fracture of the sheath occurred. Repeated unsuccessful attempts were made to resolve the sheath fracture with on-site technical support. Following an evaluation, the sheath was replaced, and the ablation procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two image files and the 4fc12 sheath with lot number 0012012428 were returned and analyzed. The first image showed an x-ray image where the reach of the sheath was forming an angle with the shaft axis. The second image showed two sheaths and a balloon catheter on a procedure table; one of the sheaths had a deformation on the distal shaft. Visual inspection identified a shaft kink/twist at approximately 2.25 inches from the tip and shaft discoloration. Visual inspection of the handle did not reveal any anomalies. The handle had no cosmetic issues and the side tube was connected properly to the handle. No anomalies were discovered during functional testing. The steering mechanism and deflection test were performed; the shaft was bending in the plane as initially intended. There was no difficulty, no friction, or any noise in the steering mechanism. Leak testing with pressure, flush, and aspiration showed all tests were in an acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported shaft kink was confirmed during analysis. The sheath did not pass the returned product inspection due to a shaft kink/twist and shaft discoloration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.